Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient is experiencing difficulties inflating and deflating his ambicor penile prosthesis. The patient stated that the pump is hard as a rock and fluid does not seem to transfer in or out of the cylinders, the patient feels that the prosthesis is always at approximately 50% inflation. The patient has scrotal pain. The patient was evaluated by his physician, who confirmed the device operation difficulty, but suggested to wait two or three weeks, hoping it will resolve. Boston scientific patient services specialist suggested to attempt in the shower, which he already did. The patient wants to get a second opinion from another doctor.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient is experiencing difficulties inflating and deflating his ambicor penile prosthesis. The patient stated that the pump is hard as a rock and fluid does not seem to transfer in or out of the cylinders, the patient feels that the prosthesis is always at approximately 50% inflation. The patient has scrotal pain. The patient was evaluated by his physician, who confirmed the device operation difficulty, but suggested to wait two or three weeks, hoping it will resolve. Boston scientific patient services specialist suggested to attempt in the shower, which he already did. The patient wants to get a second opinion from another doctor.